Manufacturer narrative:
H6 method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Secondary surgical intervention to remove/replace/reposition the lens (B)(4).

Manufacturer narrative:
H3: device evaluation lens was returned in vial dry with debris on product. Visual inspection found no visible damage to lens. Lens was inspected under different magnification and light glistening on lens was not noted. (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the doctor observed unusual glistening on the lens optic. Lens was removed. Cause of event was not reported. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).